Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6) 2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse tested the data transmission using hyperterminal. He verified all sample nozzle and wash probe alignments. He also checked all wash and substrate tubing connections. The fse checked the detector lens and alignment then cleaned and lubricated the incubator and rotor to cut back on the noise. The fse recalibrated the bhcg and ran quality controls (qc). All results were within acceptable range. The aia-900 instrument is operational. No further action is required by field service. The most probable cause for the strange noise was the need to be cleaned and lubricated.

Event description:
On (B)(6) 2016, a customer reported a strange noise coming from the on the aia-900 instrument. The system also has issues with data transmission and bhcg controls were at the low end of the range. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for bhcg. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.